Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported elevated cocr is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient is asymptomatic. Additional information received: plaintiff alleges the left rejuvenate hip implanted on (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery. Additional information received from legal on 1/31/2024: it was reported through the filing of a lawsuit that allegedly the patient¿s rejuvenate modular left hip implanted on or about (B)(6) 2010 was revised on (B)(6) 2023. It is further alleged that the plaintiff suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.